Event description:
Additional information received 22may2025: the filter came unsheathed. They were femoral approach. They were able to re-sheath the filter and went ahead and deployed the filter. Procedure completed without complications.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# unknown but referred to as cook celect® platinum filter. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: was going to do a femoral approach, but had to switch to juglar approach due to one (1) leg of the filter was missing. The procedure was completed with this device. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Manufacturer¿s ref#: (B)(4). Due to additional information received 22may2025 the event is no longer considered reportable to FDA as the complaint does not constitute a valid complaint. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 22may2025: the filter came unsheathed. They were femoral approach. They were able to re-sheath the filter and went ahead and deployed the filter. Procedure completed without complications.